Manufacturer narrative:
Citation: ielasi et al. Transcatheter valve-in-valve implantation with a novel balloon-expandable device in patients with bioprosthetic heart valve failure: a case series. Cardiovasc revasc med. 2021 jul;28s:98-101. Doi: 10.1016/j.carrev.2020.11.018. Epub 2020 nov 18. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient who was implanted with a medtronic 25-mm freestyle bioprosthesis (no unique device identifiers provided) 20 years prior. She presented with atrial fibrillation and reduced left ventricle ejection fraction (lvef). The degenerated bioprosthesis showed evidence of severe aortic regurgitation (ar), leaflet calcification, and aortic stenosis (as) with a transvalvular gradient of 38 mmhg. Subsequently the patient underwent a successful valve-in-valve implant of a non-medtronic transcatheter valve inside the previously implanted bioprosthesis. No in-hospital complications occurred, and the patient was discharged on oral anticoagulation therapy. No additional adverse patient effects or product performance issues were reported.